Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, and handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation was confirmed. The device evaluation found the bending angle was insufficient, the angle knob had play, the curved rubber adhesive was missing, the tip cover was scratched, the forceps wire had cuts, the adhesive part of the lighting lens was coming off, the operation part was scratched, switch 1 was scratched, the switch box was scratched, the suction cylinder was scraped, the operation unit cover was scratched, the up/down knob was scratched, the up/down angle fixing lever was scratched, the right/left knob was scratched, the grip was scratched, the forceps plug cap was scraped off, the universal cord was scratched, the operation part side of the universal cord was scratched, water coverage was found on the electrical connector, the scope connector was scratched, and the right/left angle fixing knob was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera duodenovideoscope had trouble with angulation in the down direction. Inspection and testing of the returned device found the adhesive of the lighting lens was peeling off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.